Manufacturer narrative:
UDI# (B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Time expended: 38:24 minutes. The fiber tip was not cleaned during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure at 286,231 joules the "aiming beam was going out the top (end firing)". The fiber was exchanged and the second fiber was used to complete the procedure. No harm to the patient was reported.

Manufacturer narrative:
Follow-up #: number sequence corrected to reflect MDR follow up number 02 instead of MDR follow up number 03 filed on 24feb2017.

Event description:
Patient outcome: "patient was fine. Good outcome".

Manufacturer narrative:
Event description: updated.

Event description:
Patient outcome: "patient was fine. Good outcome".